Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on 20-june-2024.the event occurred within less than 12 hours of insertion. The patient replaced infusion set and resumed insulin deliveries successfully.the blood glucose level was 95mg/dl. No further information was available.